Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that 6 years after the initial surgery in the schulthess klinik a revision surgery of the eclips with the universal glenoid was necessary as the patient suffered pain in the shoulder joint. The subscapularis no longer had any function. Therefore an inverse prosthesis was indicated and a prothesis from another manufactuerer was implanted. As the patient was allergic to metal no modulare conversion of the glenoid could be performed. Therefore the universal glenoid and the eclipse had to be removed. The surgeon further reporetd that dark traces were identified below the trunion. Theses lysis fringes are the result of the pe abrasion. Only small fragments of the pe insert were still present.

Manufacturer narrative:
Complaint confirmed, three pictures were provided that showed fragments of the glenoid poly. The device however was not returned. Without the device, the probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).